Event description:
It was reported that the patient's devices were removed due to infection. The patient signs/symptoms were reported as redness and incisional wound opening. The primary location of the infection was the device pocket. The device pocket was cultured (date not reported) and was positive for staphylococcus. The patient did not have meningitis. The patient was given unspecified perioperative and intravenous antibiotics to treat the infection. The infection resolved. The pump was programmed to deliver lioresal (concentration and dose not reported).